Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however while grasping the leaflets, the gripper on the posterior side would not lower. Troubleshooting attempts were unsuccessful and the cds was replaced. Outside the anatomy the physician noted the gripper was stuck by the gripper line. Two clips were implanted reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper stuck to the gripper line. The gripper actuation issue appears to be related to the gripper caught on gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.